Event description:
Boston scientific received information that this pacemaker triggered a magnet rate of 90 ppm while longevity was shown as two years so, the associated representative inquired about device longevity and elective replacement notice (ern) status. Our technical services department recommended intensified follow-ups and said the discrepancy between ern status and two-year remaining longevity may be explained by the fact that the device changed to higher current bin recently. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates the device remains implanted and in service. Also, it is suspected that the gas gauge and the longevity remaining rely on different calculations therefore, they are not always equal. As of today's date, a root cause has not been definitively ascertained for this failure mechanism. The root cause is currently under investigation.